Event description:
It was reported that the shape of the thread of screw head was deformed. The surgeon didn't use it and used another product instead of it. The procedure was completed.

Manufacturer narrative:
The investigation shows that the thread shows partially strong deformations, indicating contact and friction with a hard object (medical instrument or implant; no bone). Furthermore, the plastic deformations at the hexagon point to high torsional forces during the insertion and removal. The dimension besides the screw head conform to specification. Indications for material or manufacturing related problems were not found in this investigation.